Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer had blood glucose of 350 mg/dl and then by midnight it was 450 mg/dl. Customer states he gave insulin to correct and states his blood glucose began to climb and states now his blood glucose is dropping now but does not know if the pump is working for him. Customer¿s current blood glucose was 391 mg/dl. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Customer is able to remove change set at this time. Customer has not been suspended for a low. Customer assisted with performing the high pressure test and was unsuccessful and pump did not alarm no delivery, repeated high pressure test and no delivery was presented at 3.6 u. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions and consult for high blood glucose with healthcare professional. The insulin pump will not be returned for analysis.